Event description:
It was reported that a revision surgery was performed due to non-displaced longitudinal fracture of right patellar.

Event description:
It was reported that patient had a non-displaced longitudinal fracture of right patellar which was treated with conservative approach.